Manufacturer narrative:
(B)(4). This report is an allegation against the cassette; however, since the product code is unknown at this time, there will not be a us 510k number provided. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Per initial information the home patient disconnected and reconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter new (B)(4) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1 of 6. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and assisted to clear the alarm by cycling power to the machine. The hp stated she had disconnected and then reconnected during therapy. The tsr reviewed proper procedures with the hp and advised to start over using new supplies. No patient injury or medical intervention was reported.